Manufacturer narrative:
Internal complaint number: complaint - (B)(4).

Event description:
It was reported that the patient had expired around (B)(6) of 2017. The exact date of death and cause of death are unknown.